Manufacturer narrative:
(B)(4). The patient was born in 1937. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of and the outcome of the peritonitis was not reported. The patient was not hospitalized for the event. On an unreported date the patient began treatment for the peritonitis with unspecified antibiotics for seven days (doses, frequencies, and routes not reported). No information was provided regarding whether dianeal therapy was ongoing. No additional information is available.